Manufacturer narrative:
E1. Initial reporter phone #: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there were 17 tubes with air bubbles in the gel, 27 tubes with gel hanging on the tube wall, and 2 tubes with foreign matter. There was no report of patient impact.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there were 17 tubes with air bubbles in the gel, 27 tubes with gel hanging on the tube wall, and 2 tubes with foreign matter. There was no report of patient impact.

Manufacturer narrative:
Investigation summary. "Material #: 367983. Lot/batch #: 3250882. Bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter and gel air bubbles were observed. However, gel smearing was not seen. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter, gel air bubbles, and gel smearing were not observed. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of foreign matter and gel air bubbles and unconfirmed for gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.